Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen, hydromorphone, and bupivacaine via an implanted pump. The indication for use was spinal pain. It was reported the patient had increased pain and withdrawal symptoms (shakiness and chills) following an patient elective it rate decrease at the previous visit on (B)(6) 2018. The clinical diagnosis was it medication withdrawal. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone and baclofen due to a decreased dose. On (B)(6) 2018, the patient reported the pain was tolerable and requested another it rate decrease. The it rate was decreased and the patient was provided with a clonidine patch for withdrawal. The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (5 mg at 1.70793 mg/day), bupivacaine (30 mg at 10.24759 mg/day), and baclofen (200 mg at 68.31727 mcg/day) via an implantable pump.